Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the dat test at 0.08720 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they entering the carbs unit, current blood glucose and getting high units than the normal. The customer's blood glucose was 234 mg/dl. Customer reported that the food bolus was incorrect. Insulin pump was not make correct calculations based on information entered. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.